Event description:
This pt was undergoing a coronary artery bypass graft procedure. The endovenous drainage cannula was inserted into the right femoral vein. The endoarterial return cannua was inserted into the right femoral artery. The endoaortic clamp catheter was placed through the endoarterial return cannula and its tip positioned in the ascending aorta using transesophageal echocardiography guidance. The surgeon then walked around to the left side of the pt. As he did so, the anesthesiologist noted a large volume of air in the aorta on transesophageal echocardiography. Simultaneously, the transcranial doppler signal of the right cerebral circulation was lost. The surgeon noted that the endoaortic clamp stopcock was not turned fully off to the pt, but was slightly angled from a 45 degree positon. He stated that the one quarter inch antegrade cardioplegia tubing had been connected to the endoaortic clamp prior to being de-aired and primed with fluid. At the time of the air embolism, the nurse and perfusionist were de-airing and priming the antegrade cardioplegia tubing via the roller pump. The heart became massively distended and the heart rate and blood pressure decreased. A sternotomy was performed. The surgeon attempted to suck air through the endoaortic clamp lumen with a syringe with limited success. He placed a needle through the apex of the heart and withdrew several hundred cc of air. The pt was placed on retrograde cerebral perfusion for ten mins with restoration of the transcranial doppler signal. After the pt was stabilized, the coronary artery bypass grafting was completed on cardiopulmonary bypass. The pt was placed in a hyperbaric chamber for several hrs later that evening. The pt did not wake up following surgery. A computerized tomography scan revealed a large right hemispheric infarct with a left shift. The pt was declared brain dead and his organs were harvested on 1/19/99. The surgeon stated that this event was caused by human error on the part of his team. He believes that 2 breaches of proper technique combined to cause this event. Specifically, the antegrade cardoplegia line should have been de-aired and primed prior to connecting it to the endoaortic clamp and the stopcock should have been placed in the fully closed position to the endoaortic clamp and pt.